Manufacturer narrative:
G4: 04may2020 b4: (B)(6)2020. The customer did not accept the quote for repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
It was reported that the unit had an unknown issue with the battery and front bezel. There was no patient involvement.